Manufacturer narrative:
Other, other text: d10, h3 and h6 - evaluation codes: one device and four photos were returned for investigation. Photos showed a close up of the filter. Visual inspection found no obstructions, damaged, broken, or other defects were detected in any of the joints of the product. During the functional testing, a leak was present in the filter air vent, complaint is confirmed. The instructions for use (IFU) cautions leaking could occur if using solutions containing high levels of surfactants may cause fluid leakage through the air vent passage of the filter. Root cause was traced to the user. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products. No corrective actions are performed since failure mode is not related with manufacturing process.

Event description:
It was reported the device had a leaking line. No patient injury reported.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.